Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece had a loose a nut. There was no pt harm or delay reported, and procedure was completed with an alternate device.